Event description:
On an unspecified date, black spots and debris were reported in the drip chamber of the following device: primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. There was no reported patient involvement nor patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.